Event description:
It was reported that a user with a dexcom g7 experienced loss of glucose readings on the ilet, with the g7 app indicating "sensor reconnecting," and pairing to the ilet failed until the agent toggled g6/g7 settings and re-entered the pairing code to achieve pairing mode. No reported symptoms or adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed a communication and pairing issue between the cgm transmitter and the ilet that was resolved through re-pairing steps. It was concluded that the event involved a temporary loss of cgm-to-pump communication consistent with a pairing/connectivity malfunction, with resolution after standard re-pairing guidance.